Manufacturer narrative:
This is one of two products involved with the reported event. The associated MFR report number is 1016427-2009-00260. The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.

Event description:
The pt is female and (B)(6). Lesion is fsa with stenosis. The vessel is straight and a cto. During the procedure, the physician found the tip was totally separate with metal inside the guidewire, but still connected by knitted wire. The physician removed the guide wire and changed another one, this guidewire had the same problem and was stretched, without inner metal exposed. The physician commented that the first product was fractured and the second one was stretched. Finally competitive company product was used to complete the procedure. No impact to the pt consequence.